Manufacturer narrative:
An event of pleural effusion and pleurisy was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient had a medical history that included fontan procedure.

Event description:
A publication from "the 21th annual scientific meeting of japanese society for adult congenital heart disease" suggests pulmonary arteriovenous fistula (pavf) in patients following a fontan procedure require intervention to prevention complications. Two cases of fontan patients with pleurisy due to embolization of pavf with an amplatzer vascular plug (avp) were reported. In one case, a fontan operation was performed on a (B)(6) year old patient with heterotaxy. 27 years following the operation, the patient developed progressive cyanosis due to pavf. Embolization of pavf with avp was successfully performed. Three days following the embolization, the patient developed a pleural effusion and painful pleurisy. The patient was treated with a diuretic and oral opioid pain medication. In embolization of pavf, pleuritic chest pain, the most common procedural complication (5-13%), is usually self-limiting, but occasionally a analgesic is necessary for more protracted pain. No additional information will be provided.